Event description:
The customer questioned the heartstart mrx shock advisory decision during a patient event. We are considering this as a serious injury because the device was in the AED mode at the time of the reported symptom. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. The customer reported that the issue was not reproduced. Electrocardiogram (ECG) rhythm strips and case events were received from the customer and were reviewed. Review of the provided ECG rhythm strips and case event file showed that the device was powered on into semi-automated external defibrillator (AED) mode on (B)(6) 2019 with defibrillator pads placed. At 00:24 et (9:00:18 am), analysis started, a heart rhythm consistent with ventricular fibrillation was present on the electrocardiogram (ECG) rhythm strips, the st/ar algorithm labelled the rhythm as having artifact, a shock advised message was generated at 00:31 et (9:00:25 am), the device was charged with 150 joules (j) of energy, and shock one was delivered at 00:40 et (9:00:34 am). At 07:04 et (9:06:58 am), analysis started, artifact was detected at 07:10 et (9:07:04 am), a rhythm consistent with ventricular fibrillation was present on the rhythm strips, the st/ar algorithm labelled the rhythm as having artifact, a shock was advised at 07:16 et (9:07:10 am), the device was charged with 150 j, and shock two was delivered at 07:25 et (9:07:19 am). At 12:44 et (9:12:38 am), analysis started, a rhythm consistent with ventricular fibrillation was present on the rhythm strips, the st/ar algorithm labelled the rhythm as having artifact, a shock advised message was generated at 12:50 et (9:12:44 am), the device was charged with 150 j, and the device was manually disarmed at 12:57 et (9:12:51 am). At 26:07, the device was powered off. If a shockable rhythm is detected, the heartstart mrx automatically charges to 150 j (heartstart mrx instructions for use m3535a/m3536a, publication number 453564307761, edition 2, 2012, page 72). Artifact is an electrical signal present in the ECG that is unrelated to the heart¿s signal. If artifact is not removed or sufficiently reduced, it can cause an incorrect analysis of the patient¿s heart rhythm, leading to an inappropriate shock/no-shock decision (heartstart mrx and xl AED algorithm, applicate note, publication number 453564119761, edition 2, july 2011, page 3). Based on the ECG rhythm strips and case event file, there is no information to support that a malfunction occurred. The available information from this report does not support that this symptom represents a systemic, design, or labeling problem. No further investigation or action is warranted. The device was behaving as intended when it alerted the user to a "shock advised" condition. The "shock advised" message is an expected device behavior when the st/ar algorithm identifies a shockable rhythm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer questioned the heartstart mrx shock advisory decision during a patient event. We are considering this as a serious injury because the device was in the AED mode at the time of the reported symptom.